Event description:
Customer alleging bci bnp controls out of range high with microgenics corp controls l1-3. Customer using microgenics corp controls - for bnp and ck-mb. Account has been using controls from the same company without any previous issues. Customer states that l3 was high but within range, however, also became out of range after re-calibrating instrument and re-running controls.

Manufacturer narrative:
Investigation pending.